Event description:
The info received from the field states that this pt was presented to the interventional lab for placement of a permanent vena cava filter. The pt's major medical diagnosis was sickle cell anemia. The indication for the filter insertion was a pulmonary embolus (pe), which was detected by a cat scan, and a need for a hysterectomy due to bleeding. There was no deep vein thrombosis (dvt) at the time of filter placement. There was no anticoagulation therapy pre-procedure. The pt was placed on anticoagulation therapy, post-procedure and is currently taking lovenox and coumadin. There has been no recurrent pe. The access site for the filter placement was the left femoral vein. The delivery site was the level of l3. There was no thrombus present at the delivery site prior to filter placement. Pre and post imaging were performed. There was no injury to the pt.